Event description:
It was reported that the lead pacing threshold continued to increase for the previous two years. The lead was removed and replaced. During the lead explant, the physician was unable to retract the helix, but the lead body was rotated and successfully removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the distal sleevehead was observed to have blood, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression and visual summary analysis of the lead indicated apparent explant damage. The lead was returned with the helix fully extended. Dried blood in the sleevehead prevents the helix from retracting. This is not a lead failure. Electrical resistance and cross continuity test results were within specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.